Event description:
It was reported that the patient presented to an emergency room on (B)(6) 2013 with baclofen withdrawal symptoms. The patient experienced a return of spasticity and itching. The patient was intravenously (IV) started on valium and dilaudid as well as oral baclofen (20 mg, three times a day). The pump¿s log appeared ¿fine¿. The pump¿s actual reservoir volume at refill was found to be equal to what was expected. The side port was aspirated normally. The patient required hospitalization. The pump was planned to be replaced on (B)(6) 2013. It was later reported that the explanted pump was disposed of by the hospital. It was further reported that adjustments were made to the intrathecal meds as well as to both the oral and IV meds which were started when the patient was admitted to the emergency room. The patient was also treated for pneumonia. The pump doses were titrated several times. The physician performed a side port aspiration to ensure catheter continuity in addition to an x-ray and CT scan. The aspiration of the side port went well and neither the x-ray nor CT scan showed any issues with the device system. The dose was increased up to 1175 mcg/day and the patient experienced some sedation. The dose was titrated back down to 800 mcg/day; the patient was receiving good therapeutic effect as per the pump managing physician. When the catheter was pulled out during the device revision/replacement procedure, a fracture was found to be within the intrathecal space. Leakage through the catheter fracture was visualized. The entire catheter was explanted and replaced with new. Because the pump was 6 years old, the pump was replaced as well. The pump was refilled with lioresal (2000 mcg/ml) in the operating room. The pump was restarted at 500 mcg/day (previously 700 mcg/day). The patient was being kept overnight for observation. As of (B)(6) 2013, the patient remained in the hospital. Additional information obtained on further follow-up indicated that the patient also experienced increased creatine phosphokinase (cpk) in addition to severe spasms. Per the physician the cause of the event was due to a catheter fracture. A break/tear/hole was located at the entry to the posterior elements of the spine. Following the device replacement procedure, the patient recovered without sequelae from their ¿serious injury/illness¿.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709 l56456, implanted: (B)(6) 1998, explanted: (B)(6) 2013. (B)(4).